Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended and would not inflate due to fluid loss. The ipp was replaced. There were no patient complications reported.